Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device was in the box and delivered several shocks. The device had therapy detection turned on. The device was never used on a patient. No patient complications were reported as a result of this event.